Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 601.2 mcg/day) via an implantable pump for intractable spasticity. It was reported that about 5-6 weeks ago the pump started pushing through the skin and the area was painful. The pump had eroded through the skin and was visible to the naked eye. The pump was replaced and the customer refused return. According to the surgeon, the patient could not live without the pump. The patient was having her pump moved from the current location, right flank and moved to right abdomen instead of explant. The patient aware of risks. The issue was resolved at the time of this report.